Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 8/4/99 at a retail vendor. On 8/7/99 she sought medical treatment for a red and swollen ear. Prescribed antibiotics, earring removed when swelling went down.